Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 194 mg/dl. Customer changed out the pump supplies multiple times. Customer declined to complete a pump system check with tandem technical support and alleged the pump was the cause of the occlusions.